Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our technician investigated the system and the reported failure was reproduced. According to the information provided by the technician, the issue has been solved by replacing nozzle unit of o2 gas module. Device logs and replaced nozzle unit have been not available for the further analysis of the issue. Nozzle unit regulates the gas flow through the gas module and a fault in this part may lead to inaccurate gas flow regulation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 12/10/2019. Corrected manufacture date: 12/11/2019.

Event description:
It was reported that the o2 concentration in the anesthesia workstation fluctuated from the set o2 concentration. There was no patient harm. Manufacturer's reference #: (B)(4).